Manufacturer narrative:
Complaint no: (B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number 13m021 with no issues noted during the manufacturing process. There were no deviations from standard procedure and the product met release criteria. The device was not returned, therefore, a device analysis could not be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a large volume multirate infusor overinfused a patient. The infusion ended four hours and fifteen minutes earlier than the expected 24 hour infusion time. The device was filled with 80mg of sodium chloride and 20mg of midazolam. As a result of the overinfusion, the patient experienced prolonged apnea and unconsciousness. Treatment and outcome of the event was not reported. Additional information is not available.